Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that am interlink set ¿fell apart at the luer lock connecting anesthesia ports manifold¿. This was noticed while still in the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between: 23jun2016 and 24jun2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.